Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tube the tube was filling. Patient sample had to be recollected. The following information was provided by the initial reporter: it was reported by the customer that tubes have low draw volumes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-22. H.6. Investigation summary: bd received 546 samples and 2 photos from the customer in support of this complaint. 2 photos were evaluated and do not show the customer¿s failure mode of underfill. Additionally, 10 sample tubes, along with 10 retention tubes from the bd inventory, were functionally tested and there were no issues related to underfill as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, and the retention testing. Bd as unable to determine the root cause for the reported issue. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes vary with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tube the tube was filling. Patient sample had to be recollected. The following information was provided by the initial reporter: t was reported by the customer that tubes have low draw volumes.